Event description:
The service center was informed that a customer evis exera ii ultrasound gastrovideoscope was returned due to a report of a "failed leak test, hole on inside of scope" that was observed during reprocessing. However, upon inspection and testing, the device was observed to have a (reportable) adhesive malfunction as the forceps cover adhesive at the distal end was found peeled off. No patient injury or harm was reported.

Manufacturer narrative:
The service evaluation found the forceps cover adhesive at the distal end was peeled off. Additionally, the customer's reported issue was confirmed as the instrument channel was leaking due to an internal cut on the channel wall; no fluid invasion was observed. Also, the bending section cover adhesive was cracked, the inlet if the elevator channel is loose and there are multiple broken elements on the ultrasound image. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined; however, we cannot rule out the possibility that external force was applied to the relevant part. The following is stated in the instructions for use which can detect the event: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.